Manufacturer narrative:
Block d2b: additional pro code: fcg. Block h6: imdrf device code a041001 captures the reported event of needle tip has punctured the sheath.

Event description:
It was reported to boston scientific corporation that an expect pulmonary was used in the lungs during an ultrasound-guided bronchial needle aspiration biopsy procedure performed on (B)(6) 2025. During procedure, the needle tip has punctured the sheath. Another same device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an expect pulmonary was used in the lungs during an ultrasound-guided bronchial needle aspiration biopsy procedure performed on (B)(6) 2025. During procedure, the needle tip has punctured the sheath. Another same device was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d2b: additional pro code: fcg block h6: imdrf device code a041001 captures the reported event of needle tip has punctured the sheath. Block h11: the returned expect pulmonary was analyzed, and a visual inspection found the working length was kinked at the distal section. A functional test found the needle was able to extend and it was observed that the needle punctured the sheath when actuated. The customer provided pictures where it was possible to observe the working length was kinked at distal section, and the needle punctured the sheath. The reported event of needle punctured sheath was confirmed. Based on all available information, a kink in the working length may be caused by operational factors, such as manipulating the device through difficult anatomy, the technique for the device manipulation, or by the interaction between the device and the scope (hitting against a hard surface). If the needle was extended while the working length is kinked, it could puncture the sheath. Based on all available information, the investigation conclusion code is "adverse event related to procedure".